Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch from bipolar to unipolar due to single jump in pacing impedances to greater than 3000 ohms. It was also noted that there was also noise seen in bipolar that was being oversensed causing ventricular episodes to be stored. The patient was not dependent, so the plan was to leave programmed to unipolar and need for potential lead replacement. No adverse patient effects were reported.